Event description:
The suspect product was received by the manufacturer. Product analysis has not been completed to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient presented with low battery and high impedance and was referred for surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the suspect device. Incisions were made to allow for continuity checks of the returned lead portions and two identified coil2 breaks were seen on the 3rd returned portion near the anchor tether. No other discontinuities were identified. The coil ends of both coil breaks were dark and pitted and showed signs of stress induced fractures. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Since the helices were not returned for analysis, an evaluation and resulting commentary cannot be made on those portions of the lead. Product analysis worksheet was reviewed and a cut was seen on the outer tubing of the first returned portion that penetrated to the inner silicone tube. Bodily fluids were seen inside the inner and outer tube in some areas with abrasions on the outer tubing that did not penetrate possibly due to cut openings, tears, and abraded openings. Abraded openings on the outer tubing of the second returned portion were seen at 31-33 mm and 218-220 mm. The coils were spiraled and stretched in some areas, most likely due to manipulation during the explant procedure. The third portion of returned lead showed a tear opening on inner tube 2 near the anchor tether with coil breaks at this location. Incisions were made and showed dark and pitted ends, consistent with signs of stress induced fracture.

Event description:
Additional information received noting that the patient underwent a battery replacement due to battery depletion. It was also reported that after the battery replacement, high impedance was still observed with the new generator, as expected. The patient later underwent a full revision surgery. The suspect device has not been received to date.